Event description:
Caller reported a malfunction on the pump, identified by a specific malfunction code. There was no reported impact to the customer¿s blood glucose level exceeding 500 mg/dl, as the information was unknown or declined to answer. Customer support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. Customer was instructed to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.